Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The unit was tested by carefusion service personnel. They attempted to verify the low source gas alarm and no problem was found. Therefore, they were unable to duplicate the reported issue of source gas low light. The carefusion service personnel performed an 8k-hour or 7-year pm, replaced material as required, reworked to current configuration, recalibrated and retested per specifications.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called and reported that this unit was running on a patient. She said that it has been on them for a couple of days and doing fine. Recently they noticed the "source gas low" light. She said all the settings are stable but they can't get the light to go away. She said that they have tried checking for leaks in the hoses/connections with the blender and the wall and nothing seems to be leaking. The wall gases are at around 50 psi. She doesn't have another unit they can swap out and put on the patient to be able to troubleshoot. She said the settings are power of 8.0, hz 5.0, map 32cm, 45% fio2 and the patient is doing well.